Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was a lead integrity warning and a warning for lead noise, the lead displayed high impedance, loss of capture, ventricular sensing episodes, and the sensing integrity count was noted. It was also reported the lead was fractured. The detections were ¿turned off,¿ the lead was capped and replaced. No patient complications have been reported as a result of this event.